Event description:
Procedure performed: cholecystectomy. Event description: the previous week the surgeons had expressed their complaint to the supervisor because the clips did not close properly. This week they used 1 on monday and apparently it did not fail, but on thursday the dr. Performed the intervention with apparent normality, and a few hours later they had to operate again because it was bleeding and the surgeon says that the clips had come off. The patient was close to death. Additional information provided by regional sales manager via phone/email on (B)(6) 2022: as we have been talking by phone, after to meet the customer, I give you all the information for you tell us how to proceed : day (B)(6) the or supervisor call us to say last week [doctor 1 - name redacted] complained about our clips applier day (B)(6) our tm [name redacted] went to visit [doctor 1 - name redacted] to know what happened. Doctor said the clips didn¿t close properly and nothing else, he didn´t say any problem with no patient they decided we would be present at the next surgery to check and to see how they were using last friday afternoon (18/11) the or supervisor call us to say they had a new problem with the clips (now with [doctor 2 - name redacted]) and at the same time to tell us the patient from the [doctor 1 - name redacted] finished in the ICU now the patient status it¿s ok and we don¿t have the device to turn back to analyze. Additional information received from applied medical representative via microsoft teams (B)(6) 2022: the event with incomplete clip closure happened on (B)(6) 2022. On (B)(6) 2022, you got a call from the hospital¿s supervisor informing you of the [doctor 1] complaint. On that same day you spoke with the doctor, and he complained that the clips didn¿t close. On (B)(6) 2022, the supervisor called again to report that the patient was admitted to the ICU but is now okay. Information received from applied medical representative via product complaint form (B)(6) 2022: according to the surgeon, he used the clip applier as usual. I was performing a cholecystectomy. On (B)(6), [doctor 1] operated 3 cholecystectomies. One of the patients ended up in the ICU with a second operation due to bleeding. The dr. Used the ca500 clip applier in all 3 cases on (B)(6). On (B)(6), the supervisor informed me that [doctor 1] had expressed his complaint about the ca500 clip appliers because he said that they did not close well. That same day I go to talk to the dr. To ask what had happened to him, he tells me that the clips are not good and that he doesn't like them because they don't close. I ask him how many times it has happened to him and he tells me that many times and that he doesn't like them. On november 18, the supervisor called me to let me know that a patient (the one operated on the 4th) had ended up in the ICU and that [doctor 1] did not want to use the clips anymore and was angry. We do not know what day the patient underwent reoperation, and dr. He also found out on the 18th. Today I went back to talk to him, and I asked him the following questions: -how many times have you observed an incomplete closure of the clip? * in the 3 interventions on day 4 -when did you realize that it closed badly? * when I was wearing it -did the clip fully load into the jaws when actuating? *yes -the trigger was pulled from plastic to plastic? *yes -did I completely dissect the glass before using the clip applicator? *yes - which end of the clip did not close?* it was in the shape of a horseshoe. -how is the patient?* good intervention: he did not replace the device, he placed more clips. They have intervened again in the emergency patient. Patient status: the patient had to be admitted to the ICU and undergo surgery for bleeding. Patient is now okay.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the conclusion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the previous week the surgeons had expressed their complaint to the supervisor because the clips did not close properly. This week they used 1 on monday and apparently it did not fail, but on thursday the dr. Performed the intervention with apparent normality, and a few hours later they had to operate again because it was bleeding and the surgeon says that the clips had come off. The patient was close to death. Additional information provided by regional sales manager via phone/email on 21nov22: as we have been talking by phone, after to meet the customer, I give you all the information for you tell us how to proceed : day (B)(6) the or supervisor call us to say last week [doctor 1 - name redacted] complained about our clips applier . Day (B)(6) our tm [name redacted] went to visit [doctor 1 - name redacted] to know what happened. Doctor said the clips didn¿t close properly and nothing else, he didn´t say any problem with no patient. They decided we would be present at the next surgery to check and to see how they were using. Last friday afternoon ((B)(6)) the or supervisor call us to say they had a new problem with the clips (now with [doctor 2 - name redacted]) and at the same time to tell us the patient from the [doctor 1 - name redacted] finished in the ICU. Now the patient status it¿s ok and we don¿t have the device to turn back to analyze. Additional information received from applied medical representative via microsoft teams 24nov22: the event with incomplete clip closure happened on (B)(6) 2022. On (B)(6) 2022, you got a call from the hospital¿s supervisor informing you of the [doctor 1] complaint. On that same day you spoke with the doctor, and he complained that the clips didn¿t close. On (B)(6) 2022, the supervisor called again to report that the patient was admitted to the ICU but is now okay. Information received from applied medical representative via product complaint form 25nov22: according to the surgeon, he used the clip applier as usual. I was performing a cholecystectomy. On (B)(6),[] one of the patients ended up in the ICU with a second operation due to bleeding. On (B)(6), the supervisor called me to let me know that a patient (the one operated on the 4th) had ended up in the ICU and that [doctor 1] did not want to use the clips anymore and was angry. We do not know what day the patient underwent reoperation, and dr. He also found out on the 18th. Today I went back to talk to him, and I asked him the following questions: how many times have you observed an incomplete closure of the clip? * in the 3 interventions on day 4 -when did you realize that it closed badly? * when I was wearing it -did the clip fully load into the jaws when actuating? *yes -the trigger was pulled from plastic to plastic? *yes -did I completely dissect the glass before using the clip applicator? *yes - which end of the clip did not close?* it was in the shape of a horseshoe. -how is the patient?* good. Additional information received from applied medical representative via email 05dec2022: I have spoken with [doctor 1] and tells me that the patient operated on the 4th was re-operated the next day on saturday the 5th. He has also told me that the patient is very well that he is already at home. Intervention: he did not replace the device, he placed more clips. They have intervened again in the emergency patient. Patient status: the patient had to be admitted to the ICU and undergo surgery for bleeding. Patient is now okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the incomplete clip closure was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.